Event description:
Unomedical reference number: (B)(4). Event occurred in canada. It was reported that the patient faced issue with 4 infusion sets adhesive on (B)(6) 2024. The infusion set fell off after 1 day of use. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.